Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-02426. The patient had bilateral drg leads implanted at the s1 vertebral level as part of a permanent trial procedure. It was reported the patient experienced a lack of stimulation from the lead placed on the right s1 vertebral level. The patient was scheduled to have a drg ipg implanted and prior to the procedure diagnostics indicated impedance issues with the lead. Intraoperative x-rays showed the lead had migrated. The lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy. Both leads are being reported as it is unknown which is liable.